Manufacturer narrative:
Corrected data d10 updated. The investigation is still ongoing.

Event description:
An 18-year-old female with cardiomyopathy and a pre-support clinical state consistent with scai shock stage e underwent placement of an impella cp via right femoral arterial percutaneous access. During support, the patient developed new-onset blood-tinged urine, consistent with hemolysis, and was also noted to have decreased blood flow to the right lower extremity. Limb ischemia was identified based on loss of pulses, with doppler studies demonstrating decreased perfusion to the right lower extremity. Additional clinical findings included concern for compartment syndrome and elevated creatine kinase levels. No suction alarms had occurred since insertion, and echocardiography demonstrated appropriate pump position. Contributing factors for the ischemic event included the patient's small vessel diameter (4¿5 mm), concurrent va ECMO support, and high-dose vasoactive medications. Following echocardiographic confirmation that cardiac function was adequate to overcome ECMO support and maintain left ventricular unloading, the impella cp was explanted at bedside. The patient survived to explant. The status of ischemia and hemolysis resolution following pump removal was unknown. Although hemolysis was attributed to impella support, there was no evidence of device malfunction, and device involvement in the limb ischemia event was reported as unknown. The reported events were likely influenced by patient- and therapy-related factors, including small vessel size, concurrent va ECMO support, and vasoactive medication use. The patient survived the event. Additional information was received that hemolysis was confirmed and the patient received multiple blood products. The cp was explanted with ECMO in place. The patient expired post-impella support. The death is conservatively being reported on the impella due to the inability to conclusively dissociate the impella from the patient outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.